Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax a week later. The patient was experiencing shortness of breath, so they were readmitted to the hospital for chest tube placement and further observation. The patient was reported to be in stable condition. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax a week later. As a result, the patient was readmitted and a chest tube was placed to resolve the pneumothorax